Event description:
Event was reported to caldera medical by an attorney. The patient has suffered painful bowel movements, dyspareunia, emotional distress, and incontinence. No further information has been provided.